Event description:
Upon receipt of additional information, it has been determined this is not a zimmer biomet device. This device involved in the event is competitor product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined this is not a zimmer biomet device. This device involved in the event is competitor product. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products- unknown shell, pn: unknown ln: unknown, unknown head, pn: unknown ln: unknown, unknown stem, pn: unknown ln: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right total hip arthroplasty approximately nine years ago. Subsequently, it is alleged patient is suffering from pain and other unknown complications after implantation. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.